Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference no: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). I spoke to hugh williams and he was having an error code 260.4130 for 8100 , he tried replacing the logic board but after replacing the logic board still showing the same error code. He was asking what else he can try. I suggested to run an analog sensor test and when he look at the voltage reading the bottle side sensor is reading too low. He will go ahead and replace the transducer sensor.